Event description:
Baxter reported, "a spike of a transfer set was broken after the patient had used it for 9 months." No patient innjury or medical intervention was associated with this incident per baxter.